Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was presented with a diseased area of the left anterior descending (lad) artery. The target lesion was located in the lad. A 2.5 x 24 promus premier¿ stent was advanced and was deployed to the target lesion with a good result however a small dissection was noted just distal to the stent. The physician put a 2.5x either 12 or 16 unspecified stent at the distal end of the first stent, overlapped it and tacked up the dissection with a good result. A 2.75 x 12 nc quantum apex balloon catheter was advanced to post dilate the proximal section of the stent but was unable to cross through the midsection of the proximal stent. As a result, the stent was not post dilated. No further patient complications were reported and patient¿s status was fine.